Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms (temperature alarm, and altitude alarm), in addition a cartridge alarm (alarm 05) occurred. Reportedly, the customer was not outside of the labeled operating altitude range, and the pump was not exposed to abnormal temperature conditions. The customer reported following the prompts when loading the cartridge. The customer had manual injections available as alternate insulin therapy. Customer's blood glucose level was 190 mg/dl.